Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. There was no reported impact to the customer's blood glucose. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin therapy.